Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stent placement procedure on (B)(6), 2011. According to the complainant, the physician was attempting to implant this stent within a previously placed wallflex enteral duodenal stent that was blocked with tumor in-growth (refer to manufacturer's report # 3005099803-2011-04244). During the procedure, the stent was passed down over the 450mm hydra jagwire, and deployment was attempted by the nurse. It was visually confirmed that the stent was deployed approximately one centimeter, but subsequently the sheath became very hard to move, and the nurse had to pull with significant force. Deployment was stopped, and the stent was repositioned. The placement was endoscopically checked, and no obvious issues were noted. Deployment was attempted a second time; however, the deployment handle detached from the outer sheath. The stent was reconstrained and removed from the patient. The procedure was successfully completed using the same guidewire and another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable. The investigation results revealed that the stent was partially deployed by approximately 20mm. Therefore, based on this finding, the event is now deemed reportable.

Manufacturer narrative:
(B)(4): a visual examination of the returned device revealed that the stent was partially deployed by approximately 20mm. The deployment handle was detached from the outer sheath. The outer sheath was stretched and kinked for a distance of 160mm distal to its proximal end. Functionally, it was possible to retract the outer sheath by hand and complete stent deployment however some resistance was noted initially. Examination of the deployed stent and the stent holder found no anomalies. The most probable root cause of the reported issues is operational context; anatomical/procedural factors encountered during the procedure may have hindered the device's performance. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.